Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Device was returned and evaluated. Upon visual inspection there was a dull section on the outside diameter and visible debris inside of the taper of the head. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: pathology report identified: soft tissue right hip noting detritic synovitis, no acute inflammation acetabular shell and femoral head sent for gross analysis the additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information does not change the previous root cause.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item# us157850 m2a-magnum pf cup 50odx44id lot# 383020. Item# 139256 m2a-magnum 42-50 tpr insrt std lot# 907350. Item# 103203 taperloc por fmrl 9x137 lot# 268050. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10880.

Event description:
It was reported that patient underwent revision of right hip approximately 10 years post initial implantation due to heavy metal poisoning, tissue death, and bone loss. During revision, bone grafts were necessary due to loss of bone. Attempts were made to obtain additional information; however, none was available.